Event description:
Reporter indicated that vns patient had passed away, presumably due to cardiac arrest. The patient was found unresponsive on the kitchen floor. Autopsy was not performed. The pt reportedly benefited from the vns therapy and was receiving therapy at the time of death. Device diagnostic testing performed approximately two months prior to death was within normal limits, indicating proper device function at that time. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Certificate of death lists asystole as the immediate cause of death, due to or as a consequence or respiratory arrest (minutes) due to or as a consequence of cardiac arrest (minutes), due to or as a consequence of seizure disorder. The patient died in the hospital emergency room.